Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue attempted to run the iabp with a trainer, but when connected to the trainer, the iabp displayed a ¿disconnect trainer - patient cable(s) connected" prompt, thus pointing to an issue with the front end module. The stm evaluated the log files and found nothing unusual, in regards to the front end module. The iabp failed the fiber optic function test in service mode, displaying ¿fos sensor signal error.¿ the stm observed an "error code 53" (data center fault) in the log files. In addition, the iabp failed the ¿fos continuous bit¿. In order to correct the issue, the stm replaced the fiber optic connector and successfully completed the fiber optic test in service mode. The stm then replaced the front end module and calibrated all pressure transducers and the iabp was successfully ran with a trainer without issue. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6)..

Event description:
It was reported by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) was turned in for pm with a broken fiber optic connector. There was no patient involvement and no adverse event reported.